Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer. Event problem and evaluation: on 15-nov-2016, a medtronic representative went to the site to test the equipment. The gpio board was replaced, which resolved the reported issue. An imaging system checkout was completed. The mechanical test, imaging test and safety inspection all passed; system performed as intended. The software investigation found that the reported event was unrelated to a software issue; however, the system checkout suggests the reported issue was related to hardware.

Event description:
A medtronic representative, following up with the site, reported that the imaging system would not connect to the navigation system during a spinal fusion procedure. The surgeon opted to complete the procedure using an alternate medtronic imaging system, which connected to the same navigation system without issue. There was a reported 10-minute delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The enclosure gantry was returned to the manufacturer for analysis. Analysis found that there was an inability to confirm the reported issue of the imaging system not being able to connect to the navigation system. The left and right trackers were both functional as were remaining features. No fault was identified.

Manufacturer narrative:
Additional information: patient information received. Correction: provided the appropriate initial reporter.